Event description:
Healthcare professional (hcp) reported patient (pt.) Receiving hemodialysis treatment when 2kg of ultrafiltration was removed in 13 minutes using an f80a dialyzer on the baxter 1550 device. Normal saline was administered to relieve cramping. Hypotension was noted by healthcare professional.